Event description:
It was reported that there was a problem with recharging. There were coupling and/or communication issues. The implantable neurostimulator (ins) may be flipped. The flip was not confirmed. An x-ray was recommended. There were also telemetry issues. There was a potential for overdischarge. An ins overdischarge was suspected. Problems with recharge coupling were primary reason for overdischarge. The pt had not had stimulation for 5-6 months. A physician recharge mode (prm) was performed on tuesday. The pt fully recharged and got a power-on-reset (por) screen after the ins was fully charged. The pt got all 8 coupling bars darkened when recharging. The pt met with the company representative again the day after the por screen was seen and the rep was unable to do telemetry with ins using the 8840 and the recharger. The pt did prm's at home. The ins was easy to feel. There was believed to be a problem with the recharging sys. The recharger said the ins was full then it was not. It was also reported that the recharger would also just stop charging. It was not felt to be a pt education issue; the pt was doing everything correctly. The pt had an issue since (B) (6) 2009, and never been resolved. The pt last successfully recharged in (B) (6) 2009. In (B) (6) 2010 a 60 minute countdown was completed and the device was interrogated with the clinician programmer, and a message noted the ins was discharged. Recharging was attempted and initially all the boxes were shaded, and then it flipped over to no communication. No telemetry could be done with any external component. The end of service/end of life (eos/eol) message was later noted. It was recommended that the ins be replaced. Add'l info rec'd reported the pt claimed that he was using his system as usually, charging when necessary, and suddenly the stimulation just stopped and the battery could not hold a charge. Following meeting with his physician, the pt was still undecided as to whether or not get a new battery.

Manufacturer narrative:
(B) (4)